Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zkb00 intraocular lens (iol) was implanted into the patient's operative eye on (B)(6) 2018. The iol was explanted on (B)(6) 2018 due to patient complaint of blurry vision and glare. There was no additional intervention performed and the patient is doing fine post-operatively. Additional information received revealed the explanted lens was exchanged with another lens without incision enlargement and no vitrectomy. There was no patient injury. No additional information was received.

Manufacturer narrative:
Additional information: device available for evaluation: yes. Returned to manufacturer on: 1/17/2019. Device returned to manufacturer: yes. Device evaluation: on january 17, 2019 the return sample was received in a jar. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.